Event description:
It was reported that the insulin gauge was inaccurate. It was discovered that customer was not completing air removal step correctly. Tandem technical support (cts) educated caller on how to complete the cartridge air removal step. Customer loaded a new cartridge and resumed insulin therapy. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.